Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the possibly received shocks for rapid ventricular response/supra ventricular tachycardia (svt) as an atrial arrhythmia was in progress at time of therapy delivery. The ICD remains in use. No further patient complications have been reported as a result of this event.